Event description:
A clip was used on a post polypectomy site. After the clip device was inserted into the scope and the clip was opened to attach to the post polypectomy site the clip fell apart. Half of the clip remained intact on the device while the other half was free laying in the patient¿s colon.